Event description:
User reported that during a case a user had slowly attempted to close the venous occluder. When the user began to turn the know the occluder immediately closed. The user reset and then tried again. The issue happened again. There was no patient harm as a result of this incident. Spectrum medical considers a sudden or unintentional decrease in blood flow a reportable incident.

Manufacturer narrative:
Logs were reviewed which confirmed the incident. But do not indicate cause. Testing was unable to reproduce the incident.